Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.75mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another nc emerge® balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method code, result code, conclusion code updated. Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the lumen. Functional testing was performed by connecting an inflation device filled with water to the hub. The balloon inflated to rated burst pressure and held pressure for 5 minutes. Microscopic inspection of the markerbands found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another nc emerge balloon catheter. No patient complications were reported and the patient's status was good.